Event description:
It was reported that the user experienced hyperglycemia after the pump issued an out-of-insulin alert followed by a dosing-stopped condition for approximately six hours, during which no new cartridge was installed; the user later reported a glucose value of 376 mg/dl trending down and planned to administer subcutaneous insulin by pen and then reconnect to the pump, with infusion set and tubing appearing intact. Symptoms included no reported clinical symptoms. Outcomes included no reported medical intervention beyond self-management and no hospitalization. Investigation included technical troubleshooting and user education performed by customer care. Investigation of this case revealed an episode of high glucose concurrent with depletion of insulin supply and interrupted dosing, with the cause of hyperglycemia not fully determined. It was concluded that the event was consistent with hyperglycemia of unclear cause associated with out-of-drug status and delayed corrective action. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.